Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were returned for analysis. The leads tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical products: 4068-52 lead, implanted: (B)(6) 2000, addr01 ipg, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned for analysis. The lead tested out of specification and it was seen that the insulation had been breached. No patient complications have been reported as a result of this event.